Event description:
It was reported that a large volume infusor leaked from "the upper part of the elastomeric pump." This occurred during filling with an unspecified drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(64. Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 17, 2014 ¿ september 18, 2014. The evaluation of the returned device is complete. Visual inspection was performed and identified backflow from the fillport after the fillport cap was removed. The reported condition was verified. Further examination revealed that the backflow as due to a particle, approximately 2.23 mm in length, located underneath the check band. Fourier transform infrared spectroscopy identified the particulate matter to be glass. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the particle could not be determined. Should additional relevant information become available, a supplemental report will be submitted.